Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited fluctuating pace impedance measurements that went as low as 500 ohms up to 1,275 ohms. There were no recent stored events. Technical services (ts) recommended bringing the patient in for a clinic visit for further evaluation to assess for possible conductor or spring contact concerns. It was noted that the patient was 0% paced, and impedance measurements were more stable back in 2019. This ICD and lead remain in service. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited non-physiologic noise as well as stored a signal artifact monitoring (sam) episode due to minute ventilation (mv) signal oversensing. Daily measurements continued to display fluctuating rv pace impedance measurements. Technical services (ts) reviewed troubleshooting options. This ICD system remains in service. No adverse patient effects were reported.